Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The patient reported that there was a poor communication screen on the patient programmer. Poor communication. The patient was able to communicate with the recharger. The patient used an antenna, it was confirmed that the antenna was secure and then synched with the implantable neurostimulator (ins). This did not resolve the reported issue. The patient unplugged the antenna and placed the patient programmer directly over the ins on the skin and this did not resolve the reported issue. The patient still had swelling and the implant site was a little red. The swelling was likely a big factor in allowing the patient to connect with the implant. The patient was able to connect with the recharger but coupling was poor. Additional information received from the patient in response to follow-up reported that the recharging issues had not resolved and the swelling was resolved by sitting on ice. She was not happy with the system as it was causing a new pain located around her waist. The patient's daughter had stated that the battery moved when she was trying to charge it. It was in a new location. It moved up closer to the incision and they were told by the manufacturer representative (rep) that it was common to move. The doctor had not been told of this yet and it was stated that it was not going to be fixed; the next doctor visit would be to remove it. It was also noted that she could barely walk after being implanted because her legs were too weak. She had seen more improvement with the trial than she had with the implant. She was fine if she was sitting but she got the device so she could get up and cook. The other day she got weak in the shower and had to get out. She was unsure if it was the device. It was noted to not be pain causing the weakness. The patient was going to see her doctor in a month. It was also reported that the recharger overheated as well. The thermometer heated up. They called a rep who said it overheated.